Event description:
The customer reported that the system was hard to steer. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The climax coupler was tightened during the service call. The system was tested and found to be working as intended and put back into service.